Event description:
It was reported that the pt was admitted to the hospital on (B)(6), 2010. Reporter was unsure when the headache started but pt reported a headache that morning. Reporter was unsure what medication or if the stimulation was turned on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).